Event description:
It was reported that, "dr (B)(6) was final tightening the blockers on his construct and didn't feel like the 8.5 x 50 on l5 was tightening correctly. He inspected the screw and found that the tulip head had popped off the screw. He had to remove the other blockers, remove the rod, remove the broken screw, place a new screw and replace rod and blockers."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.